Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. During a functional test, the device was advanced down a 2.8 olympus gif-q20 endoscope in a retroflexed position to simulate a worst case scenario. The forceps would open and close smoothly. A biopsy of simulated tissue was taken as intended. The cups were visually inspected under magnification and there was no cup misalignment observed. The device was returned to the supplier for further evaluation. The supplier provided the following information: one device from the reported event was returned in a zip type bag with proof of decontamination. The device was tested for "tearing". During functional testing, the device was advanced down a colonoscope in a torturous path configuration. The device opened and closed smoothly. A biopsy of simulated tissue was taken as intended with the device. The forceps cups were inspected under magnification and no non conformances were observed. Thus, the reported defect could not be confirmed. The device history records were reviewed and they were manufactured in january 2017. There were eight relevant defects noted in the assembly order during manufacturing and/or final quality control inspection. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the customer experienced issue of "tearing mucosa" was not confirmed. No corrective action will be implemented at this time. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instructions for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to "maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from site." The instructions for use warn the user, "these single-use forceps should only be used to biopsy tissue where possible bleeding or hemorrhage will not present a danger for patients. Adequate plans for management of potential bleeding or hemorrhage and appropriate airway management should be in place." The instructions for use lists potential complications as: "those associated with gastrointestinal endoscopy include but are not limited to: perforation, bleeding or hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest." Prior to distribution, all captura serrated large forcep-no spike are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instructions for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to "maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from site." The instructions for use warn, "these single-use forceps should only be used to biopsy tissue where possible bleeding or hemorrhage will not present a danger for patients. Adequate plans for management of potential bleeding or hemorrhage and appropriate airway management should be in place." The instructions for use lists potential complications as: "those associated with gastrointestinal endoscopy include but are not limited to: perforation, bleeding or hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest." Prior to distribution, all captura serrated large forcep-no spike are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During separate colonoscopy procedures, the physician used thirteen (13) cook captura serrated large forceps without spike. The forceps are causing the tissue to "tent up" and is tearing mucosa.